Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the needed to recharge their ins every night for 2 hours. The patient reported that they would lose connection during recharging and that the belt did not work for them starting on (B)(6) 2017. It was reported that they used a swimsuit to hold the antenna and recharger in place. No symptoms or complications are anticipated.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient got the adhesive discs and "it" was actually staying in place. The patient stated they had full bars and that it was the first time since (B)(6) that they did not have trouble keeping it on. The patient stated the adhesive discs work fantastic. No symptoms or further complications were reported.